Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/30/2019. The support service performed troubleshooting and confirmed the reported problem. Upon further investigation it was found that the power management (pm) board was defective. The support service then replaced the power management board to resolve the issue. Performed required performance and functional tests after the repair, which the unit passed successfully and returned to full functionality.

Event description:
The customer reported the unit had a power failure. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.